Event description:
In 2007, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. The patient's right hypogastric artery was unintentionally covered by the ipsilateral leg of the trunk-ipsilateral leg component. The patient tolerated the procedure and no further adverse events were reported.

Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis contralateral leg component lot#05047817) was also implanted.